Event description:
The customer family member called to report that patient was hospitalized for high bgs. The family member stated that patient had high bgs last night. The customer changed the set and bolused then went to bed without checking their bgs. The customer woke up ill. The customer was treating high bgs but did not change the set again. Bgs were treated with insulin drip and has been taken off the pump. The customer's family member did not have the pump available to troubleshoot at the time of call.